Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that after implantation the patient experienced pain, erosion, infection, urinary problems and bowel problems. (B)(4) - urinary problems; bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and tvt was implanted.